Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 98,364 joules of use. The case was completed using an alternate procedure (turp). Pt outcome: "no damages to the pt".